Event description:
Additional information was received. Patient reported they turned their stimulation off and their issues seemed to get better.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
A patient reported they were having a loss or change in therapy. They said they started having urination problems and they were having to catheterize. Their healthcare provider (hcp) wanted them to turn the unit off and the next time they get their catheter they would "see what kind of situation the patient was in." The patient said it had been happening ever since they started having radiation therapy for cancer of the prostate on (B)(6) 2016. On that day they started having complications and there was blood coming out of the bladder and they sent the patient home and they could not urinate, so they catheterized. During the report, the patient tried to use the patient programmer (pp) but it was showing to replace the batteries. They then reported they were on 1.7v and stimulation was on. The patient turned stimulation off, as the hcp directed. They would follow up with their hcp. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.